Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 423 mg/dl. Customer was vomiting while speaking to the 24 hour helpline. Customer advised that they had done a bolus and 2 hours after their blood glucose level was high. Customer does not believe the insulin pump is working properly. Customer is experiencing dry mouth, nausea, and abdominal pain. Troubleshooting for high blood glucose was performed. Customer removed the cannula and found it was bent. Customer changed the complete set and advised their blood glucose went down to 364 mg/dl at the end of the call. Customer refused to do high pressure test and further troubleshooting.